Event description:
The report stated that when they plugged in the pencil to the generator it immediately activated. There was no injury to staff or pt.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.